Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed infusion set site locations, type of insulin used, changed pump supplies in an attempt to resolve the occlusions. Customer's blood glucose level was high (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.